Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle lead had no capture. It was further reported that the patient had an atrioventricular node ablation due to multiple shocks from the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response. The crt-d and lead remain in use. No further patient complications have been reported as a result of this event.